Manufacturer narrative:
Siemens became aware of the reported event on (B)(4) 2013. This MDR is being mailed on 12/04/2013. Siemens' investigation into the reported event is on-going. A supplemental report will be sent to the FDA upon completion of the investigation.

Event description:
Siemens was notified on (B)(6) 2013 that after a system checkup was completed, the system confirmed to generate x-rays for at least one minute or more. Reportedly, the technologist initiated a systems checkup after a system restart. While the checkup was in progress the technologist changed the system time by one hour. When the x-rays continued after the checkup was completed, the technologist had to push the stop button or the control box to terminate the x-rays. There is no report of injury to a patient or facility personnel.